Event description:
It was reported the printer will not work. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the initial report, no anomalies were found with the printer. However, analysis did find that the touch screen was unresponsive intermittently.